Manufacturer narrative:
As of today, the device has not been returned for analysis. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that during the attempted implant of this cardiac resynchronization therapy defibrillator (crt-d), the device displayed a fault code that indicated a shock was delivered into a shorted lead. The device and competitor right ventricular (rv) lead were explanted. The device is to be returned for analysis. There were no adverse patient effects.